Event description:
It was reported that the health care professional reached out to technical services (ts) for review and consultation of the presenting electrogram (egm). Upon review, it was noted low amplitude and muscle noise cause one oversensed event. Ts discussed and recommended troubleshooting options. Subsequently, a revision procedure was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the health care professional reached out to technical services (ts) for review and consultation of the presenting electrogram (egm). Upon review, it was noted low amplitude and muscle noise cause one oversensed event. Ts discussed and recommended troubleshooting options. Subsequently, a revision procedure was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.